Manufacturer narrative:
There was no allegation of device malfunction. The device has not been returned to resmed for investigation. It was reported that ths pt recently had lung surgery and was using the device post surgery. A clinical opinion was provided by resmed's chief medical officer in regards to this reported issue. Per the medical opinion, "pneumothorax is a known potential risk of pap therapy particularly in pts who may be prone to developing air leaks between the airways and pleura. It is mentioned in the 'warnings' in the user instructions for resmed pap products. A pt who has recently had a lobectomy is at high risk of developing a pneumothorax post operatively and this risk would be increased with use of pap. This increased risk would be expected to be understood by clinicians caring for pts after lobectomy". Resmed ref.#: (B)(4).

Event description:
(B)(4).